Manufacturer narrative:
Mirena perforation questionnaire received on 25-jul-2016 from physician who inserted mirena: the patient's weight was (B)(6). Her medical history included 4 pregnancies, 2 parities and 1 spontaneous abortion. Mirena was inserted on (B)(6) 2012 for contraception. No abnormal uterine findings were seen prior insertion. There were no complications (including perforation) during mirena insertion. Cervical dilation was used. Insertion was easy and she did not have complaints immediately after insertion. The last appointment of this patient was at insertion date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had mirena (levornogestrel) placed and it migrated south. It moved and was stabbing her in the uterus a little bit (regarded as uterine perforation). This iud was removed without complications. Although, the physician stated there was no perforation during insertion, a later perforation cannot be excluded since the patient did not go back to the physician after insertion. Afterwards, she had essure (fallopian tube occlusion insert) inserted and consumer had serious issues with monthly cycles: her cycle went completely out of whack; everything was not coming up like it should have and she was having more back up stuff that should have. She was submitted to a dilatation and curettage. The reported events are listed according to essure's and mirena's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage), including insertion of an intrauterine contraceptive (mirena). In this case, although the exact date of perforation with mirena is unknown, given the nature of this event, causality with mirena cannot be excluded. Regarding consumer menstrual changes with essure, considering menstrual changes can occur with device therapy, causality cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since a surgical intervention (dilatation and curettage) was required as menstrual changes treatment. Based on available information, an essure quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('cycle went completely out of whack / during her monthly; everything was not coming up like it should have/ she is having more back up stuff that should have/serious issues with monthly cycles') and uterine perforation ('mirena migrated south / it moved and was stabbing her in the uterus a little bit') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for contraception. The patient's medical history included parity 2, morbid obesity, spontaneous abortion and parity 4. Concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had mirena inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), pelvic pain ("severe pain / I¿m constantly hurting (essure)"), genital swelling ("it feels like there¿s swelling down there all the time (essure)"), device intolerance ("her body rejected mirena and essure"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery. Essure treatment was not changed. Mirena was removed. At the time of the report, the menstrual disorder, uterine perforation, pelvic pain, genital swelling, device intolerance, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device intolerance, dysmenorrhoea, genital swelling, menorrhagia, menstrual disorder, pelvic pain and uterine perforation to be related to essure and mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. Amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case-(B)(4)- (duplicate) including references has been transferred to this case, new event abdominal pain, dysmenorrhea and menorrhagia was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('cycle went completely out of whack / during her monthly; everything was not coming up like it should have/ she is having more back up stuff that should have/serious issues with monthly cycles') and uterine perforation ('mirena migrated south / it moved and was stabbing her in the uterus a little bit') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for contraception. The patient's medical history included parity 2, morbid obesity, spontaneous abortion and parity 4. Concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had mirena inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), pelvic pain ("severe pain / I¿m constantly hurting (essure)"), genital swelling ("it feels like there¿s swelling down there all the time (essure)"), device intolerance ("her body rejected mirena and essure"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery. Essure treatment was not changed. Mirena was removed. At the time of the report, the menstrual disorder, uterine perforation, pelvic pain, genital swelling, device intolerance, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device intolerance, dysmenorrhoea, genital swelling, menorrhagia, menstrual disorder, pelvic pain and uterine perforation to be related to essure and mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on (B)(6) 2016 from an adult female consumer in united states. It refers to herself who had 3 babies; had mirena (levonorgestrel) inserted on unspecified date (previous to essure) and essure (fallopian tube occlusion insert) placed on (B)(6) 2013. Additional information received on 24-jun-2016 and 30-jun-2016. Consumer reported that, 6 or 7 months post essure placement, she started having problems. According to her, she has severe pain. In addition, consumer informed that she wants essure out and states that she was told it was permanent. Consumer also informed that she is trying for 3 months to find a doctor to take it out (her inserting physician has moved) and states that she knows she need a surgery. She has tried 2 years to have it removed and knows that, after a year of having it put in; her cycle went completely out of whack. She is constantly hurting and it feels like there is swelling down there (as reported) all the time. Consumer also reports that it is hard to do day to day things when it is that time of the month. She has never had that type of complication before and informs that the birth control she had before essure was the mirena iud, which her body rejected too. Consumer reported that mirena iud migrated south. She states that it goes on cervix but for some reason her body rejected it and it moved from where it should have been to where it was stabbing her in the uterus a little bit. It migrated south, so she had it removed. According to her, no big complication, they took a pair of hemo (hemostat) and just pulled it out. No surgery and it was over. Also according to consumer, she is not saying there is anything wrong with essure, but her body is not accepting it. Additionally, consumer informed that she wanted the old school cut and tied tubal ligation and doctor said she would do the tubal ligation. However, when she went to have the procedure done, there was not the cut and tie thing but this little thing implanted inside of her (as reported). She was informed that it does the same thing so she went on with it. Afterwards she realized it got an ingredient she is allergic to. Consumer is allergic to nickel. So she called the doctor there was something going on down there and asked whether she could take it out. She was then informed that it was permanently. She ended up having a dilatation and curettage (d&c) just to flush her insides because, during her monthly; everything was not coming up like it should have. She also reported that she is having more back up stuff that should have. She cannot remember the date or the time of when she had the d&c but she knows she had it done because there was too much buildup inside of her that was not coming out on its own. By (B)(6) she was starting having serious issues with her monthly cycles. Sometime in 2014 around spring, she went to the hospital with the complaint it was her birth control causing her problems. They looked and everything was fine. They did an ultrasound which showed that it was not broke. It was still intact and without the device being broken, they were not willing to take it out for her. Additional information received on 30-jun-2016: essure quality safety evaluation of ptc: ptc global number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had mirena (levonorgestrel) placed and it migrated south. It moved and was stabbing her in the uterus a little bit (regarded as uterine perforation). This iud was removed without complications and on an unspecified time later she had essure (fallopian tube occlusion insert) inserted. With essure consumer had serious issues with monthly cycles: her cycle went completely out of whack; everything was not coming up like it should have and she was having more back up stuff that should have. She was submitted to a dilatation and curettage. The reported events are listed according to essure's and mirena's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage), including insertion of an intrauterine contraceptive (mirena). In this case, although the exact mechanism of the reported perforation with mirena is not known; given its nature causality with mirena cannot be excluded. Regarding consumer menstrual changes with essure, considering menstrual changes can occur with device therapy causality cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since a surgical intervention (dilatation and curettage) was required as menstrual changes treatment. As a essure product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.